Event description:
The customer stated they had increased their dosage of glucophage based on device results. The customer stated they lost conscioiusness and was in diabetic coma. Paramedics were called and they tested their blood glucose with a result of 20mg/dl. The customer was taken to the hospital where they were admitted for several days. The customer was given an IV and put on a feeding tube. Controls were stated to be in range. The customer stated they stores glucose strips in the refrigerator. A request was made for the return of the suspect device and replacement product was sent.